Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that there was noise on the right ventricular lead. The noise was oversensed resulting in 5-6 seconds of inhibition. As a result, the sensitivity was programmed to least. The patient reported feeling lightheaded, but this symptom did not correlate with the noise.